Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as the best estimate based on the reported date of (B)(6) 2018. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e061202 captures the reportable event of myocardial infarction. Impact code f19 captures the reportable event cardiac catheter and coronary stent. Impact code f08 is being used for the reportable event of patient complication of readmission for cardiac catheter and coronary stent.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a dakota was used during a removal, calculus, ureter, ureteroscopic procedure performed on (B)(6) 2018. During procedure, the patient experienced myocardial infarction. The patient was readmitted cardiac catheter and coronary stent.